Event description:
It was reported that during dft testing at implant, the patient was shocked externally after two shocks. The device went into bvvi mode due to the external defibrillation. Remote rf connection was lost. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, and voluntary medwatch form was received. The reported backup vvi (bbvi) reset condition was confirmed in the laboratory. The device image showed that the device entered bvvi mode on (B) (6) 2010 due to a power on reset (por). Unfortunately, the reset could not be replicated in the laboratory, thus the cause of the por could not be conclusively determined.